Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the reprocessing procedure information provided by the user found no obvious deviations from the IFU. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024. Sampling from:apex cfu:absent bacterial identification:n/a sampling date:(B)(6) 2024 sampling from:all channels cfu:<1 cfu/ml bacterial identification:n/a no bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated, where the light guide cover lens had foreign material. Based on the results of the investigation, it was not possible to identify the foreign body. The relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope distal tip tested positive for unknown number of colony forming units (cfus) of bacilos gram+. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.